Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that biomed identified a speaker malfunction error but could not confirm whether any audible tones were present during bootup. The device was not in clinical use at time of event, no patient involvement.

Manufacturer narrative:
Analysis was performed at the philips authorized repair facility which included functional testing and speaker testing on mt56060 tool. The results of the analysis confirmed a speaker malfunction produced no sound, based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product is returned to the customer.